Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was unknown. The customer was in a camp. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flattened dome switches under the buttons. The device had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.